Event description:
New information received notes that the suggested programming changes were not made. The patient continues to have post-paced t-wave oversensing events. The physician is waiting until november or december to make the suggested changes.

Event description:
New information received states new instances of post-paced t-wave oversensing was observed. The patient returned to the clinic and new recommended programming changes were made. The patient had no complications before and after the changes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented a merlin transmission, non-sustained right ventricular oversensing was observed due to post-paced t-wave oversensing on the ventricular channel. The recommended programming changes were made during the device check.